Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right fallopian tube perforation / one of the coils had moved') and embedded device ('tightly embedded within the left cornu is a 0.5 cm in length, 0.1 cm in diameter metallic wire/essure that had adhered on to the peritoneal sidewall.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, paratubal cyst, low back pain, multi gravida and parity 3 (B)(6) 1998, (B)(6) 2000 and (B)(6) 2002). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced abortion spontaneous ("nonviable fetus, miscarriage"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("dysmenorrhea/pelvic pain"), dysmenorrhoea ("dysmenorrhea/pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of the essure). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, dysmenorrhoea, dysfunctional uterine bleeding, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for embedded device with essure. The reporter considered abortion spontaneous, dysfunctional uterine bleeding, dysmenorrhoea, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic pain, dysfunctional uterine bleeding, perforation the essure device was inserted into the right tubal ostia via a catheter. The device was deployed with 3 coils seen in the uterine cavity. The coil was visible just inside the internal os. On (B)(6) 2019, the essure device was in the left sidewall peritoneum. The ovaries and tubes were normal and the left essure was visualized coming from the cornua into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: a retroverted uterus approximately 8 weeks in size. No adnexal masses palpated. Failed essure. Concerning the injuries reported in this case, the following event was described in patient's medical record- embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right fallopian tube perforation / one of the coils had moved') and embedded device ('tightly embedded within the left cornu is a 0.5 cm in length, 0.1 cm in diameter metallic wire/essure that had adhered on to the peritoneal sidewall.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, paratubal cyst, low back pain, multi gravida and parity 3 ((B)(6) 1998, (B)(6) 2000 and (B)(6) 2002). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced abortion spontaneous ("nonviable fetus, miscarriage"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("dysmenorrhea/pelvic pain"), dysmenorrhoea ("dysmenorrhea/pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of the essure). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, embedded device, pelvic pain, dysmenorrhoea, dysfunctional uterine bleeding, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for embedded device with essure. The reporter considered abortion spontaneous, dysfunctional uterine bleeding, dysmenorrhoea, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic pain, dysfunctional uterine bleeding, perforation. The essure device was inserted into the right tubal ostia via a catheter. The device was deployed with 3 coils seen in the uterine cavity. The coil was visible just inside the internal os. On (B)(6) 2019, the essure device was in the left sidewall peritoneum. The ovaries and tubes were normal and the left essure was visualized coming from the cornua into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2019: a retroverted uterus approximately 8 weeks in size. No adnexal masses palpated. Failed essure. Concerning the injuries reported in this case, the following event was described in patient's medical record- embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received: case became incident. Previously reported injury nos was replaced with new events: pelvic pain, dysfunctional uterine bleeding, fallopian tube perforation, embedded device, abortion spontaneous, pregnancy with contraceptive device, device ineffective. Medical history and lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.